Manufacturer narrative:
E1: patient country: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient faced issue with device and experienced high blood glucose levels treated with insulin pump on (B)(6) 2026.